Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Adverse event regarding of first erosion of mesh in vagina & urethra, vaginal pain & urinary incontinence which resulted in excision of mesh in urethra on (B)(6) 2011 was submitted via medwatch report 2210968-2020-01218.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2020 and the mesh was implanted. The patient experienced urinary incontinence, erosion of the mesh in vagina and urethra and vaginal pain when sitting down. The patient is unable to have sexual intercourse. Excision of the mesh in urethra was performed on (B)(6) 2011. It was reported that the patient continues experiencing urinary incontinence, a new erosion of the mesh in vagina and urethra and vaginal pain. The patient currently using cannabis oil as a self-prescription. No further information is available.